Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 26 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure and to remove essure). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2024. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 26 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure and to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.